Event description:
Patient have had an device since 2015, however was removed from on (B)(6) 2025 because of a cable break/lead fracture. Now the clinic told patient that they can only get a new one if several are needed in göttingen. Patient complains that she is suffering because of not having the therapy.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown serial#, implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead fracture and a troubleshooting surgery on (B)(6) 2025. The patient complains that they are suffering from loss of therapy. No further information is known about the case. The patient reported that their clinic told them that the manufacturer is not shipping a replacement device. Informed caller that the manufacturer shipping within 24 hours after order entry.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31n8s, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient got a completely new system on (B)(6) 2025. The problem is resolved and the patient was satisfied.